Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot numbers were not provided. The reported patient effects of myocardial infarction and thrombosis, as listed in the absorb gt1 instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure on (B)(6) 2016 was to treat a mid de novo left anterior descending artery. Pre-dilatation was performed with an unspecified balloon catheter. The patient presented with a non st elevated myocardial infarction (nstemi). The vessel was determined to be greater than 2.5 mm. Predilatation was performed with an unknown balloon catheter and the residual stenosis was reduced to less than 40%. A 3.0 x 18 mm absorb gt1 was implanted and post-dilatation was performed with a 3.5 x 8 mm unspecified non-compliant balloon catheter. The residual stenosis was less than 10%. Intravascular ultrasound (ivus) confirmed the scaffold was fully apposed to the vessel wall. The patient received ticagelor and ascal. On (B)(6) 2016, the patient presented with an acute myocardial infarction. Angiography confirmed in-scaffold thrombosis in the entire length of the scaffold. Thrombus aspiration was performed and a 3.0 x 15 mm balloon catheter was inflated to 24 atmospheres to treat the thrombosis. The results were satisfactory and the patient was discharged. The patient was compliant with dual antiplatelet therapy. Patient returned to the outpatient clinical on (B)(6) 2016 for a standard post checkup and the patient is doing fine. No additional information was provided.